Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Device data was sent to rhythmcare for review. Data review determined this lead also exhibited intermittent loss of capture due to a suspected integrity issue. This lead remains in service and will continue to be monitored closely. No adverse patient effects were reported.